Event description:
Pt used a heating pack (medline deluxe hot pack) he received from nursing staff to apply to back of neck. Heat pack instructions states on label "directly apply to skin", which is what vet did. Pt received 2 lesions (2nd degree burns) which were discovered when the pt was seen the next morning by the pa. Review of the event indicated, there weren't any creams or salves on the skin and no metal chains etc to conduct heat. Pt discarded heat pack prior to discovery of the burns on the back of his neck. Therefore, we were unable to return the product to the manufacturer, who stated they couldn't do any further review.